Manufacturer narrative:
A syringe was replaced.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested with gluc3 glucose hk gen.3 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory for the first sample. It was asked, but it is not known if any incorrect results were reported outside of the laboratory for samples 2-4. The first sample initially resulted in a glucose value of 26 mg/dl and repeated as 103 mg/dl. The second patient sample initially resulted in a glucose value of > 0 mg/dl and repeated as 259 mg/dl. The third patient sample initially resulted in a glucose value of 2 mg/dl and repeated as 108 mg/dl. The fourth patient sample initially resulted in a glucose value of 36 mg/dl on (B)(6) 2022 and repeated as 140 mg/dl on (B)(6) 2022. The glucose reagent lot number was 61637801. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
For the second patient sample, the initial value was accompanied by a data flag which invalidated the result. No incorrect results from this sample were reported outside of the laboratory. The glucose value of 259 mg/dl was reported outside of the laboratory and corresponded to the clinical history of the patient. It was initially reported that a syringe was replaced. This will be replaced by the following information: the syringe was loose and re-tightened. The plungers and seals of the syringe were replaced. The investigation determined the corrective action of re-tightening the syringe solved the issue.